Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose was at the time of incidence 400 mg/dl. Current blood glucose was 174 mg/dl. Auto mode was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.